Event description:
The customer reported that during a prostate procedure, an error code "extended fiber life" message occurred, at 135,000 joules. A second fiber was used, with the same error message at unknown joules. The fiber condition would likely result in activation of the systems fiberlife function, which would modulate the power, showing a pulsing beam or system would be placed into standby mode. The "doctor aborted procedure and rescheduled case for a different day."